Event description:
A report was received that the patient had developed a non-device or procedure related infection at the pocket site after the implant procedure. Symptoms of infection include pocket site was red and swollen. The patient underwent an explant procedure and was given antibiotics. The infection was resolved.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had developed a non-device or procedure related infection at the pocket site after the implant procedure. Symptoms of infection include pocket site was red and swollen. The patient underwent an explant procedure and was given antibiotics. The infection was resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4). Description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.